Event description:
It was reported that 3 years and 5 months following the implant of a transcatheter aortic valve, valve stenosis was identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a4, b3, b5, b6, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that (B)(6) following implant, a transthoracic echocardiogram (tte) was performed that revealed a mean gradient of 44 millimeters of mercury (mm hg) with moderate aortic regurgitation, mild-moderate mitral regurgitation, and trace tricuspid regurgitation. A transesophageal echocardiogram (tee) was performed which revealed that the aortic valve had multiple paravalvular leaks (pvl), as well as central regurgitation. The valve leaflets appeared thickened with reduced mobility. It was noted that the gradient increased significantly and the patient was experiencing more fatigue and shortness of breath.